Manufacturer narrative:
Device evaluation: one device was received. The visual inspection noted that the tamper seal was removed but no physical damage was seen. During the functional testing, three accuracy tests were run and the pump was found to be operating within manufacturing specifications. The customer reported problem was not duplicated. A root cause was not found. No repairs were found to be needed. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Event description:
It was reported that the pump failed volumetric accuracy test. No patient injury reported.

Manufacturer narrative:
Operator of device is unknown; no further information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.